Event description:
Part of the head with the bristles detached from the rest of the head- oral-b power oral care refills [device breakage]. Case narrative: consumer stated via e-mail that while brushing, the part of the head with the bristles suddenly detached from the rest of the head. No injury was reported.

Manufacturer narrative:
Complained product will not be available.